Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester had a difficult time activating the device because the toggle was too tight.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from code "4580" to "4582". The device was returned to the factory for evaluation on 02/13/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and heavy evidence of charred material was observed on the heater wire as well as on the base of the jaws. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on both the cold jaw was observed to be peeled back from the base to the center of the cold jaw, exposing the metal part of the cold jaw closest to the base of the cold jaw. The grays silicone insulation on the hot jaw was observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties. The jaws were aligned, with no physical or visual defects observed. The mechanical evaluation was conducted three times with the same result. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed, however the analyzed failure "peeled; jaw: delaminated" was observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000272716 history record review was completed. Ncmr #17617-torque value for the in-process specification on the collar pull strength is currently under review and included products in this ncmr are impacted . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester had a difficult time activating the device because the toggle was too tight. Nothing fell into the patient. Opened another hemopro to complete the case. There was no harm to the patient.